Event description:
It was reported that, "the patient claims failure of his hip prosthesis," no further information is available at this time, although it has been requested.

Manufacturer narrative:
Device not returned. No evaluation will be performed. Should device become available with additional information, a supplemental report will be issued.